Event description:
It was reported that needle during use it was discovered that the needle was penetrating through the shield with a bd needle 23g 1in tw. The following information was provided by the initial reporter: needle broken through its sheath still inside outer packet.

Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned photo and confirmed the reported observation of the needle piercing through the shield. The damage may have occurred during assembly activities however, since an actual sample was not returned we were unable to determine a definitive root cause. Observed needle pierced through shield from the receive photo where needle was observed bent and shield observed to be bow. Unable to confirm on the shield bow as actual sample was not returned for investigation. A device history record review showed no non-conformance's associated with this issue during the production of this batch. This is also the first report of this type received for this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle during use it was discovered that the needle was penetrating through the shield with a bd needle 23g 1 in tw. The following information was provided by the initial reporter: needle broken through its sheath still inside outer packet.